Manufacturer narrative:
Device evaluation: follow-up report submitted, to document device evaluation results.

Event description:
It was reported, that the device was heating up, during use at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that the device was heating up during use at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.